Event description:
Report of explant received without device return. Reason for explant was stated to be "infection/possible rejection." Hcp office confirmed the pt "had an infection -tests were done prior to explant of the device." Additional info was requested but no response has been received.